Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2022 at 6:20 a.m., the patient received the following results within 15 minutes: 165 mg/dl (patient's meter) and 480 mg/dl (pharmacy's meter). On (B)(6) 2022 at 10:30 p.m., the patient received the following results within 15 minutes: 130 mg/dl (patient's meter) and 580 mg/dl (pharmacy's meter).